Event description:
It was observed during device evaluation, that the colonovideoscope had a noisy image and there was foreign material on the light guide lens. There was no patient involvement.

Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, the most likely cause of the noisy image was damage to the charged coupled device (ccd) unit. The most likely cause of the foreign material in the scope was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.